Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2014 navilyst med complaint report was reviewed for the xcela PICC product family product family and the failure mode of "hub extension tubing detached." No adverse trends were identified. Without receiving product for eval a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing to hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub to extension tubing joint during site cleansing. Mfg process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer to tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.

Event description:
As reported by (B)(6) hosp, PICC was removed and replaced due to leakage at the extension leg/hub. No pt injury or complication was reported. The used PICC was discarded by the hosp.